Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative inspected the navigation system on-site and could not duplicate the issue. The system checked out. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that during pre-op for a catheter based procedure, the navigation system became unresponsive when trying to move from planning to registration in the cranial software. The system was rebooted and then the emitter was showing a red status. The emitter was reseated and the issue did not resolve. On the third reboot the system started functioning as it should. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.